Event description:
Boston scientific received information that low pacing impedances were detected on this right ventricular lead. A lead fracture was suspected as the root cause of the issue, which was likely caused by a patient fall and landing on his clavicle area. A procedure was performed to surgically abandon and replace the rate/sense portion of the lead. No adverse patient effects were reported.

Manufacturer narrative:
The tachy portion of the lead remains in service. No further information is available. This report will be updated if more information becomes available.